Manufacturer narrative:
This device is currently being evaluated by the MFR. Following completion of the engineering eval, should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
A vaxcel pasv port was being placed for therapeutic purposes in 2006. During catheter insertion the peel-away sheath did not tear down the perforation. It broke early and off-center. The physician needed to grab the remaining sheath with hemostats in order to finish placement. The procedure was successfully completed and there was no adverse affect on the pt as a result of the reported problem.